Manufacturer narrative:
Investigation: two samples were returned to our quality engineer for investigation. Upon visual inspection, the thumb press and plunger are observed to be broken. It was noted the scale marking is lighter on one of the samples, however, it is complete and legible. A device history review was performed for reported lots 1805360, 1811351 and 1808352. There were no deviations or non-conformances identified during the manufacturing process that could have contributed to the reported failures. Product undergoes visual and functional testing throughout the manufacturing process to avoid any defects. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that an unspecified number of syringe non sterile 50ml ll experienced scale marking issues, and two syringe non sterile 50ml ll experienced product damage. The following information was provided by the initial reporter: customer reported that the thumb press of the syringe 300223 is broken, the other syringe has lighter scale marking and a piece of the side of the plunger is missing. It concerns lot numbers 1805360/1811351/1808352.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. It is unknown how many devices with these lot numbers were affected. The information for each lot number is as follows: medical device lot #: 1805360, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-21. Medical device lot #: 1811351, medical device expiration date: 2023-10-31, device manufacture date: 2018-11-05. Medical device lot #: 1808352, medical device expiration date: 2023-07-31, device manufacture date: 2018-08-14.

Event description:
It was reported that an unspecified number of syringe non sterile 50ml ll experienced scale marking issues, and two syringe non sterile 50ml ll experienced product damage. The following information was provided by the initial reporter: customer reported that the thumb press of the syringe 300223 is broken, the other syringe has lighter scale marking and a piece of the side of the plunger is missing. It concerns lot numbers 1805360/1811351/1808352.